Event description:
PATIENT REPORTING PAIN AND "DAMAGE/DELAMINATION" DIAGNOSED BY ULTRASOUND. ULTRASOUND RESULTS SHOWS "LEFT BREAST WITHOUT ABNORMALITIES. TWO AREAS OF DELAMINATION MEASURING 3MM EACH IN THE CAPSULE OF THE IMPLANT. AXILLARY LYMPH NODES ARE NOT ENLARGED". DEVICE REMAINS IMPLANTED.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: ¿TWO AREAS OF DELAMINATION MEASURING 3MM EACH IN THE CAPSULE OF THE IMPLANT."

Event description:
Later patient reported through Customer Service Representative "At present there is a suspicion of damage to one of the implants", "current knowledge concerning the safety of BIOCELL implants", "In my situation this causes justified concerns and a significant psychological burden connected with continuing to remain with the implants", "I have been experiencing intensified emotional tension, periodic sleeping difficulties ( which is Not Device Related) and headaches connected with stress and uncertainty", "many months of stress and psychological burden connected with the information about the withdrawal of the product and potential health threats". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B5, H6.Reason for reoperation: Rupture.